Event description:
On (B)(6) 2012, I suffered a heart attack while at home. My wife called the (B)(6) 911 and emergency personnel arrived shortly. I was conscious when they arrived but shortly thereafter, my heart fibrillated and I lost consciousness. The emergency personnel defibrillated me four times and transported me to the hosp. Due to their efforts, I am alive today. It is on their behalf that I file this complaint. They need equipment that is reliable. Also, I wish that no person should ever suffer as I have suffered from this defibrillation machine. On the first defibrillation effort, the defibrillation machine sent so much electricity through my body that it grounded out through my shoulders and shattered both shoulders into a hundred pieces. I have had partial shoulder restorations but I will be permanently handicapped and will never raise my arms much above my waist. There was too much damage to my shoulders to allow for a full shoulder restoration. I spent then weeks with my arms strapped to my side. I had to pay for 24 hour help just to meet my daily needs. I suffered many side effects from the medication including addiction, loss of appetite, lost 70 pounds in ten weeks, exhaustion, kidney stones, fungal infections, and much more. The inactivity caused me to lose bone density and as a result I have full on osteoporosis (2.7 t score) and an 80% compression fracture of my t8 vertebra. I have spoken to at least a dozen doctors and no one has ever heard of such catastrophic damage being done to anyone from a defibrillation machine. They all concluded that "something has to be wrong with the machine." I respectfully request that the FDA investigate my situation and remove the defibrillation machine from the market. There is nothing to be done to help me, but let's prevent anyone else from being hurt by faulty equipment. Thank you for your help. I have physical therapy three times a week for the rest of the year.